Event description:
Head section of unit drifting down.

Manufacturer narrative:
Technician adjusted CPR cable and confirmed proper operation. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.